Event description:
The doctor wants to receive information if it has been detected any issue with the marathon acetabular liners, as he has a case with an abnormal wear. The liner has been implanted 3 years ago.(B)(6) 2014 reopened at request of warsaw due to receipt of product.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.